Manufacturer narrative:
The complainant in (B)(6) did not return the product for review and analysis. No imaging was shared of the axillary anatomy. The root cause of the hematoma could not be determined as no product was returned. The failure mode will be monitored and trended.

Event description:
A (B)(6) patient with a history of myocarditis was admitted with a possible flare up/return of fluminant myocarditis and a reduced ejection fraction. The patient had pcps/ECMO placed to the right femoral artery. The patient had an impella 5.0 placed via the left axillary artery, despite difficulty with tortuous anatomy, and a cut down done by the surgeon to placed the graft. The impella supported the patient for a month with success. On (B)(6) 2018 the impella pump was explanted. During support the patient condition improved, and the pcps/ECMO was removed. Two months later the (B)(6) medical team notified abiomed that the patient had a hematoma, at the access site of the impella, that had necessitated blood product infusion, in the form of 10 units of blood.